Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the mobile power unit (mpu) being unable to turn on was confirmed via analysis of the returned mpu. The returned mpu (serial number: (B)(6)) was evaluated at the service depot and was unable to pass functional testing due to it not powering on. The issue was isolated to the power supply board. The mpu was forwarded to product performance engineering (ppe) for further analysis. Upon connecting the mpu to power while connected to a test controller and mock circulatory loop, the test controller immediately alarmed with a no external power alarm and the lights on the mpu did not illuminate, confirming the reported event. The mpu was opened to perform analysis on its printed circuit boards (pcbs). Circuit analysis of the power supply board traced the cause of the issue to the transformer t1. Multiple fuses were also connected to the board which all became damaged due to the transformer being electrically damaged, as the transformer was unable to properly transfer energy throughout the circuit. The reported event was determined to be due to a damaged transformer on the mpu¿s power supply pcb; however, the cause of the damage could not be conclusively determined through this analysis. Incidental findings: cracks on the top housing rubber encasing on the mpu patient cable connector was observed to be loose the current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), and the actions to take if the issue does not resolve. Heartmate 3 instructions for section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook section 3 ¿ ¿powering the system¿ explains how to properly use the mobile power unit (mpu) and that in the event the mpu loses power the patient is instructed to switch power sources as the backup battery in the system controller will only temporarily power the pump. This section also instructs the user on the actions to take if the green power on light does not illuminate when the mpu is plugged into a power source. Heartmate 3 instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿ ¿caring for the equipment¿ explain how to care for and clean all equipment, including the mpu. Additionally, section 10 of the patient handbook entitled ¿safety checklists¿ provides checklists to assist the patient in performing routine maintenance of the heartmate 3 lvad, including the mpu. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d4: expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that patient experienced an issue with their mobile power unit (mpu) where they plugged it in and it would not turn on (no green light). The cord was tested and tried with multiple outlets, and the issue persisted. The patient had no adverse effects. It was confirmed the mpu to be malfunctioning, and unable to turn on when plugging in. The mpu was replaced.